Event description:
MFR rec'd a fragment of catheter for analysis post explant with report of "pt developed lypoma like cyst in back. Healthcare professional thought it could be because of a cerebro-spinal fluid leak. When cut cyst out - catheter underneath was broke off. It was still in the intrathecal space, but was broke off after the anchor. F/u with healthcare professional's revealed pt had been experiencing increased spasticity which could not be relieved by increasing the intrathecal dose. The cyst was described as a pseudomeningeocele cyst. Pt's dose was increased from 90 mcg of baclofen of 500-mcg concentration to 130 mcg of the 500-mcg concentration with no response. The broken catheter was found during the surgical procedure. The catheter was replaced and pt is reportedly "doing very well" with immediate response to restoration of the intrathecal baclofen. Pt is presently getting good spasticity control on 80 mcg per day of the 500-mcg concentration.